Manufacturer narrative:
The lead is expected to be returned for testing. This product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements greater than 3000 ohms on the left ventricular (lv) channel. A revision procedure was performed and a lead fracture was identified. Lead removal difficulty was experienced as the physician was unable to pass the guidewire down the lead due to the fracture which was noted near the suture sleeve. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been misplaced and analysis could not be performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.